Event description:
A zoll pt service representative (psr) called zoll customer support to report that while getting ready for a pt fitting she noticed the battery charger/modem was not working. The pt was never given the defective battery charger/modem. The psr was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (charger/modem will not work) has been confirmed. Upon inspection the charger/modem would not power up. The charger/modem passed a flash test but failed during flash reprogramming. The root cause of the defective charger/modem cannot be positively identified, but is likely dud to corrupt programming. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.